Manufacturer narrative:
The investigation concluded that a likely cause for this issue is using a pump in series with the device creating a greater than specified pressure which contributed to the cassette leak.

Event description:
It was alleged that the meditemp fluid warmer cassette ruptured during use. It was alleged, the cassette was primed in the usual manner with normal saline and then used to infuse blood into the patient as per hospital protocol. The cassette rupture occurred whilst the hospital staff were infusing blood into a patient. It was alleged, the surgical procedures were delayed/prolonged due to the theatre staff having to locate another meditemp blood warmer and cassette and set up a new blood infusion for patient. It was alleged that prolonged recovery time for patient post operatively, due to delivery of blood at less optimal temperature.

Event description:
It was alleged that the meditemp fluid warmer cassette ruptured during use. It was alleged the cassette was primed in the usual manner with normal saline and then used to infuse blood into the patient as per hospital protocol. The cassette rupture occurred whilst the hospital staff were infusing blood into a patient. It was alleged the surgical procedures were delayed/prolonged due to the theatre staff having to locate another meditemp blood warmer and cassette and set up a new blood infusion for patient. It was alleged that prolonged recovery time for patient post operatively, due to delivery of blood at less optimal temperature.